Manufacturer narrative:
Device evaluation of battery pack was completed. The reported problem (unable to power on monitor) was confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The battery was excessively discharged. The battery was not being regularly charged every 24 hours (battery was used for 41 hours without being recharged). There is no indication of a device malfunction. The battery's charge was not maintained in accordance with the instructions for use. The battery was not being recharged every 24 hours, resulting in excessive discharge of the battery cells. No adverse event resulted from the damaged battery.

Event description:
A us distributor reported that a battery pack was unable to power a monitor.